Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.

Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As received, belt failed the ECG fall-off test. Upon evaluation, the cable connecting the distribution node (dn) and front therapy electrode (te) was cut, severing the internal wires. The cause of the non-functional electrodes and test failure is the cut cable. The root cause of the cut cable is physical abuse. No adverse event resulted from the damaged cable and wires.